Manufacturer narrative:
Argus case: (B)(4).

Event description:
It burnt my mouth too. [Burned mouth] it also result in irritation of the mouth [mouth irritation] case description: this case was reported by a consumer via call center representative and described the occurrence of mouth irritation in a female patient who received gsk toothbrush (aquafresh toothbrush) toothbrush for dental care. This case was associated with a product complaint. On an unknown date, the patient started aquafresh toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh toothbrush, the patient experienced mouth irritation and product complaint. The action taken with aquafresh toothbrush was unknown. On an unknown date, the outcome of the mouth irritation and product complaint were unknown. The reporter considered the mouth irritation to be related to aquafresh toothbrush.this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on (B)(6) 2021. Consumer reported that, "my family don't like it and it has funny taste. It also result in irritation of the mouth". Case number of related case in pqc type: 01757770 (pqc71659). Follow up information was received on 1 march 2021. The notification received that downgrading the pqc error correction was received on 01 march 2021. The product was updated to aquafresh extreme clean toothbrush (unknown). The taste was explained as awful. The patient family doesn't like the product. The patient put the product in bathroom, in the sink. They noticed the issue in the first use. Added the event burned mouth as patient reported "it burnt my mouth too". The pqc was downgraded. Per the survey responses provided by the consumer, they have not used this variant before and they don't feel as though there is something wrong with the product - they don't like it and state it's a preference. This case can be downgraded.